Event description:
In october of 2004 my mother was affected by sudden deafness in her right ear. She had been deaf in her left ear since 4 years of age due to childhood illness. A hi res 90 cochlear implant made by advanced bionics was implanted in 2004. Problems such as extremely loud and high pitched sounds such "airplane engines" and "crickets chirping" were experienced. My mother had extreme difficulty understanding anything and voices were heard in very high pitch which she described as mickey mouse voices. She became very dizzy and unstable, falling at times. Her eyesight became very wobbly, with figures seemingly bouncing up and down. She constantly complained about the noises in her head, like sound wasn't coming from the outside. She would scream and hold her head, praying for the noises to stop and being forced to go to bed. She was put on medication for anxiety. At times she would get electric shock sensations in the area of the implant. An audiologist worked very hard trying to find the proper computer program that would take care of the noises and allow my mother to understand what she was hearing. After several failed attempts, a factory rep was brought in and could find nothing wrong with the device, but it was decided that a new device should be tried. It was implanted in 2006. Although in some ways better, my mother is still having problems with noises, dizziness, and she can't understand unless there are no background sounds. Again, the audiologist is trying to work with her and more trips back to the doctor revealed that there was nothing wrong with the device. My mother, after suffering for a year and a half with complications and medical experts telling her that she needs to just "give it time," just received a recall letter stating that her device is defective and that advanced bionics has voluntarily recalled them. She will be meeting with a rep on july 18th. After some research, we learned that this device went through an FDA recall in the fall of 2004. Considering what my mother has experienced, and after reading your warning letter to advanced bionics I believe that both devices that were implanted in my mother may have been defective. Is FDA taking action on the new voluntary recall?? Should the hi res 90 have been used in 2004? We were not informed of any recalls pre-operatively and surely would have opted for the other model -24- that was available at the time had we known. Were doctors notified of this, and when were they cleared to use the devices after the recall?